Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, e3, (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code). Full event site address: (B)(6). A getinge field service engineer was unable to duplicate the reported error. The fse stated that it seemed to be a usage issue and not a problem, with the device itself.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the pressure value of cardiosave intra-aortic balloon pump (iabp) was faulty and could not be adjusted to zero. There was no harm reported.